Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 20 mg/dl and 367 mg/dl on the reported meter within 20 minutes of each other. The patient's testing technique was correct and the test strips were in good condition. The patient did not experience any symptoms or seek any medical attention. The meter and control solution were replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. A secondary issue was discovered in that the test strips gave an error 4 error message during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/12/2013 and 8/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.